Event description:
Pt had bilater breast augmentation with silicone implants in 1989. Bilateral capsular contracture and suspected rupture of right implant necessitate removal. Upon removal, rupture of right implant confirmed.